Event description:
It was reported initially that the patient had the implantable cardiac defibrillator and lead removed due to infection. The patient was admitted to the hospital the day before and on the returned paperwork it states the patient had a diagnosis of a large pulmonary embolism, hyponatremia, and thrombocytopenia. Information identified in the manufacture's database indicated the patient is deceased, and died the day after the system was explanted. Follow up revealed the patient's cause of death was sepsis and recurrent ventricular arrhythmias. Further information has been requested and not yet received.

Manufacturer narrative:
Returned paper work with a report of infection and a large pulmonary embolism, hyponatremia, and thrombocytopenia came in on (B)(6) 2011. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Additional information: the patient was hospitalized (B)(6) 2011 - (B)(6) 2011 for right lung community acquired pneumonia and leukocytosis. Discharged diagnosis included thrombocytopenia with a history of idiopathic thrombocytopenic purpura, system lupus erythematosus, and pulmonary embolus status post inferior vena cava filter. On (B)(6) 2011 patient was admitted again for shortness of breath pulmonary embolus. A CT on (B)(6) 2011 showed what looked like a massive amount of thrombus in the left main pulmonary artery and right ventricle causing little perfusion of the left lung. A right lower lobe pulmonary embolism was also seen on CT. An echo revealed thrombus mass located in the septal portion of right ventricle. Exploration revealed a large load of unusual appearing material that was fibrinous in appearance and not consistent with thrombus. The physician indicated that the right atrium was opened and the ICD was "intimately" involved with a large amount of the same material and this material was removed from the right ventricle. The ICD system was removed during the same procedure and pocket debridement was done. The patient was place in intensive care. Post-op xrays showed good expansion of both lungs. Cause of death and death summary were not provided. Returned paper work with a report of infection and a large pulmonary embolis, hyponatremia, and thrombocytopenia came in on (B)(6) 2011. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Additional information: the patient was hospitalized (B)(6) 2011 for right lung community acquired pneumonia and leukocytosis. Discharged diagnosis included thrombocytopenia with a history of idiopathic thrombocytopenic purpura, system lupus erythematosus, and pulmonary embolus status post inferior vena cava filter. On (B)(6) 2011 patient was admitted again for shortness of breath pulmonary embolus. A CT on (B)(6) 2011 showed what looked like a massive amount of thrombus in the left main pulmonary artery and right ventricle causing little perfusion of the left lung. A right lower lobe pulmonary embolism was also seen on CT. An echo revealed thrombus mass located in the septal portion of right ventricle. Exploration revealed a large load of unusual appearing material that was fibrinous in appearance and not consistent with thrombus. The physician indicated that the right atrium was opened and the ICD was "intimately" involved with a large amount of the same material and this material was removed from the right ventricle. The ICD system was removed & pocket debridement was done. The patient was place in intensive care. Post-op xrays showed good expansion of both lungs. Cause of death and death summary were not provided. Returned paper work with a report of infection and a large pulmonary embolis, hyponatremia, & thrombocytopenia came in on (B)(6) 2011. The lab work on the leads showed no anaerobes recovered and no growth over 5 days. The pulmonary artery contents that were removed grew curvularia which is a fungus. Blood cultures were negative. Urine culture was negative. The death summary was dictated on (B)(6) 2011. The death summary included that after ICD & the pulmonary artery thrombus were removed the patient deteriorated, went into dic, multiorgan failure and respiratory failure. The patient became hemodynamically unstable & died. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.